Event description:
It was reported that the stent moved on balloon. The 85% stenosed, 3.00mm x 60mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was not smooth and not fully attached to the balloon. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy stent delivery system was returned for analysis. A visual examination identified the stent had damage at the distal section. Balloon cones were reviewed and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. Examination of the crimped stent via scope found evidence of stent damage with a strut lifted at the distal section. No signs of movement as the stent was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was 0.0400 inches, which is within max crimped stent profile measurement.

Event description:
It was reported that the stent moved on balloon. The 85% stenosed, 3.00mm x 60mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was not smooth and not fully attached to the balloon. The procedure was completed with another of the same device. There were complications reported and the patient was stable.